Event description:
It was reported that during a laparoscopic colon resection procedure, the surgeon fired the device for the third firing with a blue reload across the colon. When the surgeon removed the device, he saw that the device has partially fired and the staple line was not complete at the distal end. The staples that fired were formed correctly. The surgeon sutured the staple line and completed that part of the procedure. He stated that he may have not closed the device completely before the firing but that it had still fired the partial staple line. The previous two firings were fired with blue reloads and there were no issues with either firing. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Incomplete firing cycle. The analysis results found that the tlc75 device was received in good visual conditions and with a cartridge reload loaded in the device. The cartridge reload had the proximal 34 drivers up without staples, and the remaining drivers down with staples present. The returned cartridge reload had the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. The cartridge reload was manually unlocked and the device was tested for functionality with the returned cartridge reload and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.